Event description:
Reporter alleged blood glucose measured 576 mg/dl back to back with a result of 392 mg/dl, when performed within one minute of each other. It was stated customer retested within another minute and glucose read 197 mg/dl, so she took 6 units of insulin as a result. Customer stated having no adverse reaction from taking the insulin. No other treatment or actions resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.